Event description:
Non responsive prior to use. Device history record was reviewed, no event linked to the reported issue was observed. Several "air alarm" were found during the device log review which could explain the reported event. The device was received in brézins for investigation. Tests were carried out. At first no infusion could be started as the device was always in air alarm. Air detection test with water was performed and the results were "found" out of specifications which induced a permanent air alarm. The event was reproduced. Internal visual check found a sub -assembly issue of the air sensor which was the cause of the reported event. A CAPA related to this issue is opened and is still in progress. Note: some oxydation on the air sensor ceramics was noticed but this is mostly due to a natural oxidation of the silver part of the sensor. This is observed on the opposite side of the electrode which therefore does not affect the functionality of the sensor. Also some samples related to customers complaints have been sent to our ceramic supplier and it was confirmed that the oxydation has no "functional" impact on the electrode.

Event description:
Non responsive prior to use.